Event description:
The deivce was used during a low anterior resection procedure. Reportedly, the staples were missing and the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.